Manufacturer narrative:
The device has been received at the manufacturing plant and is pending failure investigation. A supplemental report will be provided with the investigation results.

Event description:
The company received a report that the audio on the device may not be working. The caller could not confirm. No pt harm reported.